Manufacturer narrative:
The complaint could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review (DHR) was reviewed, and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2025 has been used as a placeholder. The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
Event occurred on an unspecified date regarding the tego¿ connector where the reporter stated the device experienced "exteriorization of the silicone seal when disconnecting the patient after just 1 day of use. These alterations resulted in poor and inefficient blood flow in the machine, leading to sub-dialysis and, at times, system shutdowns due to alarms related to the altered blood flow. The damage to the patient is the loss of flow, preventing effective hemodialysis, and increasing the cost of the session due to the need to replace the tego pair more than once a week." There was patient involvement, however, no one was harmed as a result of this event.